Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the pump could not be deactivated. During the surgery, the physician was unable to deactivate the pump intra-operatively. The physician only changed the pump. He cut off the explanted pump and connected a new pump to the cylinder and reservoir components. Following the surgery, the patient fully recovered and the device worked fine.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concluded based on the product analysis results, the deflation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction. Device history record review (DHR): the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. No further review is required. Device technical analysis: the ams 700 momentary squeeze (ms) pump was visually inspected and leak tested; no leaks were found. The pump was functionally tested and failed deflation (1, 2 and 3). Product analysis concluded these deflation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction. Investigation conclusion: based on this investigation, the product analysis confirmed a product malfunction as the most probable cause of the reported events. Therefore, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the pump could not be deactivated. During the surgery, the physician was unable to deactivate the pump intra-operatively. The physician only changed the pump. He cut off the explanted pump and connected a new pump to the cylinder and reservoir components. Following the surgery, the patient fully recovered and the device worked fine.